Event description:
It was reported by the patient on (B)(6) 2014 that he experienced a "severe eye infection" after using the daily disposable contact lenses. The patient inserted the lenses on (B)(6) 2014 and early the next day his right eye was irritated as if there was an object in the eye. The patient went to the emergency room (ER) and "was diagnosed" there and requested that he follow up immediately with a visit to an ophthalmologist. At the present time, the patient is on medication to resolve the issue. Additional information received from the patient on (B)(6) 2014 who stated that the infection only occurred in the right eye. The patient stated that he went to the emergency room on (B)(6) 2014 and was diagnosed with an eye infection and was prescribed ofloxacin. He was then told to see the eye care professional (ecp) on (B)(6) 2014 who confirmed using the prescribed medication and added polyhexamethylene biguanide every 3 hours for 10 days. He has been seen by the cp every day as well. His next follow-up appointment is on (B)(6) 2014. It is noted that the patient experienced redness, pain/discomfort, and discharge. Additional information received from the treating eye care professional's office who stated that the patient was given a diagnosis of keratitis, along with an ulcer, on the right eye; no information was provided regarding the size or location of the ulcer. It was reported that no initial scarring was seen and that no culture was performed to the reporter's knowledge. The patient is schedule to return for follow-up on (B)(6) 2014. Additional information received from the treating eye care professional via an adverse vent form on (B)(6) 2014 which stated that the patient was diagnosed with acanthamoeba in the right eye. The ulcer was located peripherally and there were infiltrates, however, there was no specification as to how many, the location, or size. There was no corneal staining. Treatment of polyhexamethylene biguanide every hour was given. The patient has weekly follow-up appointments and the patient has not resolved or resumed lens wear at this time.

Manufacturer narrative:
(B)(4). This complaint product was not yet returned for evaluation at this time. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).